Event description:
Terumo medical corporation received the following reported information: a microcatheter was positioned to the location of embolization. There was one tortuous portion where several coils were not able to advance despite the physicians attempts to flush catheter and reposition. Once it was decided to remove the microcatheter for an alternative, the catheter appeared damaged. Additional information was received on 07dec2025: ashitaka confirmed the tip of the actual sample was severed. Additional information was received on 08dec2025: there was no patient harm and no broken fragments inside the body. Additional information was received on 09dec2025: the progreat was delivered to the location where the physicians want to coil. A coil was delivered successfully, and the next coil did not. It was impossible to determine why, and the physician tried another, however it also would deliver past the tip of the progreat. When the progreat was removed, the physician indicated the tip was damaged.